Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the filter barb of a 55cm optease vena cava filter and introduction kit punctured and became stuck in the long sheath during advancement and could not be released. The device was withdrawn from the body together with the long sheath, and a non-cordis filter was used instead. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the filter barb of a 55cm optease vena cava filter and introduction kit punctured and became stuck in the long sheath during advancement and could not be released. The device was withdrawn from the body together with the long sheath, and a non-cordis filter was used instead. There was no reported patient injury. Additional information was requested but not provided. The optease vcf filter 0us, 55 cm femoral only was returned for evaluation following a reported issue. The returned components, including the obturator, cannula, filter, and vessel dilator, were received inside a plastic bag. Visual inspection showed that the filter was inserted inside the cannula, which exhibited a perforation approximately 14.5 cm from the distal end. A bent/kinked section was also observed approximately 28.7 cm from the distal end of the cannula. The obturator exhibited a bent/kinked section approximately 36 cm from the distal end, and the vessel dilator exhibited a bent/kinked section approximately 42.5 cm from the distal end. No additional anomalies or damage were observed during visual inspection. Dimensional analysis of the obturator, cannula, and vessel dilator was performed near the kinked/bent sections and confirmed that all measurements were within specification requirements. During functional testing, an attempt to remove the filter from the cannula using the obturator was unsuccessful due to resistance, and two filter struts were observed protruding through the cannula wall. As a result, the cannula was cut to allow removal of the filter and completion of the evaluation. Microscopic analysis confirmed that one of the filter struts had perforated the cannula from the inside, and discoloration was observed along the inner surface, suggesting mechanical interaction between the strut and the cannula wall. The filter was successfully released during testing; however, due to the presence of residues, no structural abnormalities were identified on the filter. The investigation found no evidence of manufacturing defects or assembly issues, and the product analysis does not suggest that the reported failure is related to the manufacturing process. The reported ¿filter ¿ impeded ¿ perforated sheath¿ was seen during the product evaluation. The exact cause of the reported event cannot be determined and use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.